Event description:
On (B)(6) 2010, patient reported he was attempting to return the piston rod and received an e10 (cartridge error) alert. Patient stated the piston rod is making a noise that sounds like it is barely turning. Patient reported it sounds like it is struggling. Patient stated he noticed this with his last insulin cartridge as well. Had patient start the change of cartridge process. Patient reported the piston rod is really slow and continues to make the struggling noise; received the e10 error and the piston rod did not complete the entire return. Patient stated there were no grinding or rattling noises. Had patient install a new battery and start the change of cartridge process again. Patient reported the piston rod started the rewind and completed a rewind. Had patient adjust the piston rod to move forward and it gave the same noises as it did during the rewind. Patient reported he has noticed condensation before. Patient stated the piston rod is not spinning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.